Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2019-00063. It was reported the patient went in on (B)(6) 2018 for lead sight revision. It was confirmed during the procedure the swelling and pressure was due to seroma. During the procedure, seroma was cleaned and site was closed. Issue has been resolved.